Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns patient was having a full revision surgery due to high impedance; lead impedance=high/dcdc=7/eri=yes. The surgeon stated that the x-rays showed no abnormalities but they were not sent to the manufacturer for review. The patient had full revision surgery on (B)(6) 2011 and the explanted lead and generator were returned to the manufacturer on (B)(6) 2011 for product analysis that has not yet been completed. A battery life calculation was performed which showed 2.86 years until eri=yes. The patient's vns treating nurse practitioner reported that they never saw the high impedance issue. The nurse stated that the patient's mother called them on (B)(6) 2011 with concerns that the magnet swipes were not working and she believed the battery needed to be changed. The patient's mother had already made an appointment with the surgeon's office. The nurse believes the surgeon is the one who discovered the high impedance. Attempts for additional information were made to the surgeon but no further information has been received to date.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. No elective replacement indicator flags were observed during testing. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the generator. Product analysis of the lead was completed on (B)(4) 2012, which confirmed discontinuities of both positive and negative quadfilar coils in the electrode region of the returned lead portions. Portions of the lead were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Scanning electron microscopy (sem) was performed and identified the area on one of the quadfilar coil breaks as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. Scanning electron microscopy was performed and identified the area on the second quadfilar coil break as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. However, an additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.